Event description:
It was reported that the menu display of the external pulse generator would not turn on. It was also reported the lower display was blank (not working). The generator was returned for service. It was indicated on the return paperwork that there was no patient involvement associated with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the reported event, the battery returned with the device measured at a low voltage. It was also noted that one board connector cable was contaminated and the keyboard was scratched.